Manufacturer narrative:
Date sent to the FDA: 03/17/2021. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2010 during which the surgeon noted ¿significant granulation reaction to the mesh along with oozing and hamartomatous tissue.¿ it was reported that the patient experienced chronic severe pain. No additional information is provided.